Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned. The retain strips tested with the returned monitor met both accuracy and strip repeatability criteria. After reviewing all in-house testing conducted for lot 365984a, no product deficiency was found for this lot. The manufacturing records for the lot were reviewed and the lot met release specifications the returned monitor met functional and thermistor testing requirements during investigation. The impedance curve associated with the customer's inratio inr result was analyzed and exhibited a weak slope change. CAPA investigation (CAPA (B)(4)) has determined that the inratio monitor software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions can contribute to weak slope change impedance curves. There were no medical conditions identified in the complaint that would interfere with the test. Further investigation performed under CAPA (B)(4).

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2015 11:30 pm, inratio inr: n/a, laboratory inr: 2.5. Date: (B)(6) 2015 12:00 noon, inratio inr: 3.4, laboratory inr: n/a. The patient's daughter took her to the emergency room on (B)(6) 2015 to have the inr tested as the patient kept getting error messages on the inratio device. Therapeutic range: 2.0 - 3.0. There was no reported adverse patient sequela. There was no additional information provided.